Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed the eval confirmed (through the history log) but did not reproduced the reported symptom of system error 105 caused by a failed motor. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported there was no pt involvement.